Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2218-70, serial #: (B)(4), description: linear st lead, 70cm; model#: fb-201-01, lot #: 19184944 description: fixate double pack.

Event description:
A report was received that the patient's sutures opened up along midline incision. The patient underwent an explant procedure. No malfunction was suspected.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-4316 lot#: 19000896, description: next generation anchor kit-sterile sc-1132 ((B)(4)). Device evaluation indicated that the complaint was not confirmed. Device had no sharp edges that could cause sutures to open up. Sc-2218-70 (sn (B)(4)) device evaluation indicated that the complaint was not confirmed. Device had no sharp edges that could cause sutures to open up. However, lead body was cleanly cut. The distal section of the lead was not returned. The cut damage was a result of a typical explant procedure and it was not considered a failure. Sc-2218-70 (sn (B)(4)) device evaluation indicated that the complaint was not confirmed. Device had no sharp edges that could cause sutures to open up. However, lead body was cleanly cut. The cut damage was a result of a typical explant procedure and it was not considered a failure. Sc-4316 (ln (B)(4)) the complaint was not confirmed. Device had no sharp edges that could cause sutures to open up. However, visual inspection found that one of the clik anchors had a damaged eyelet. A portion of the silicone was not returned.

Event description:
A report was received that the patient's sutures opened up along midline incision. The patient underwent an explant procedure. No malfunction was suspected.